Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this lead exhibited undersensing. No patient effects were reported. This lead remains implanted.

Event description:
It was reported that this lead exhibited undersensing. No patient effects were reported. This lead remains implanted and there appeared to be no issues based on the patient's home monitoring system.